Event description:
Feeding tube had been functioning as intended for 10 days. Rn had tried flushing tube with water, and felt a slight amount of resistance. When rn stopped attempting to flush, the syringe filled with water- he tried instilling. Patient also complained that he could feel the feeding tube "getting bigger". Upon inspection, rn could see feeding tube bulging. Feeding tube was removed and replaced with a new one.